Event description:
A resident, who has severe leg contractures, was sitting on a commode chair in her bathroom. Her legs were contracted to such an extent that it came in contact with the head of a 1/4 inch round headed nut located on the inner side of the front leg of the chair. The spastic motion of her leg moving back and forth over the nut caused a severe avulsion on her legdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: design - inadequate, other, other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, user education provided. Invalid data - on device destroyed/disposed of status.